Manufacturer narrative:
H6: investigation summary, our quality engineer inspected the sample submitted for evaluation. Bd received one used needle hub assembly which was fully retracted inside the safety shield (barrel). During the visual examination it was observed that there were thick traces of media that filled the safety shield (barrel), including the flashback chamber. The amount of media present in the barrel indicated that leakage beyond the vent plug occurred, confirming the reported defect. The unit was dissected to further investigate the vent plug. Although the vent plug was in the correct position, it was observed that there was a path of fluid escapement between the wall of the hub and the side of the vent plug. This type of damage most likely occurred during manufacturing. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Event description:
It was reported that the blood control feature on the bd insyte¿ autoguard¿ bc shielded IV catheter failed to work as the "foam piece" in the flash chamber was missing, causing blood to leak out onto the patients bed. The following information was provided by the initial reporter: "upon insertion of an IV the auto-guard portion filled up with blood, either the foam piece for flash chamber is missing, or was pushed to the end. Once needle was retracted, patient's blood splashed onto the blanket in the patient's bed."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the blood control feature on the bd insyte¿ autoguard¿ bc shielded IV catheter failed to work as the "foam piece" in the flash chamber was missing, causing blood to leak out onto the patients bed. The following information was provided by the initial reporter: "upon insertion of an IV the auto-guard portion filled up with blood, either the foam piece for flash chamber is missing, or was pushed to the end. Once needle was retracted, patient's blood splashed onto the blanket in the patient's bed."